Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had a small dot on the display and one small (pinpoint) pixel on the keypad that was not functioning. There was no patient involved. No harm or injury to the patient was reported.